Event description:
Additional information was received from the patient. Patient reported it was unknown if it was the device, and it is still not working. Patient noted there were no specific times, it is still going off. Patient noted they have still not been able to see a doctor, and the issue is still not resolved as of (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that their controller wouldn't let them adjust their stimulation anymore. And said, they couldn't get to the settings they needed. Patient also said, all of their stimulation would turn on all at once. So, they would have to disconnect the controller battery and then get stimulation back to normal. Patient said, the issues started probably a week ago. Agent asked, patient said, when they tried to adjust their intensity, they would get settings not available. The patient was redirected to their healthcare provider to further address the issue. Patient moved and didn't have a new doctor. Agent emailed listings to patient.